Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was not working. There was air that was found in the system when implants were removed. A new pressure regulating balloon and scrotal pump were implanted. No patient complications were reported.